Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer was seeing deceptive information coming across in the remote monitoring reports. Atrial threshold is being report on the patient management database application reports despite being for an old report date and time meaning the threshold information was incorrect for this patient on the date of their remote. A ticket was created to investigate the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.